Event description:
Registered nurse (rn) attempting to obtain amnisure test noted there was no fluid in the test solution vial that was removed from a newly opened package. The packaging listed lot #57802192, expiration date 12/29/2026. The test vial solution had a different expiration date of 12/6/2027 and lot#575015496. Ref # 1073557 on test vial. Rn obtained a new aminisure test to use on the patient. This event was a good catch and did not impact the care and treatment of the patient.